Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump¿s reservoir retainer ring was damaged, customer¿s blood glucose level was 350 mg/dl, treated with bolus by the insulin pump but blood glucose would not went down and then started treating with a syringe. Customer declined to troubleshooting for the high blood glucose incident due to damage. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.